Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2026, during a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure, the physician encountered difficulty accessing the right renal artery. Despite attempts, the artery could not be cannulated. As a result, the physician elected to plug the renal portal with an amplatzer 14 mm plug. The physician does not believe the event was related to the gore device(s). No renal complications were reported. The patient tolerated the procedure. On (B)(6) 2026, the patient developed paraparesis. A rescue spinal drain was placed, after which the patient began slowly improving.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/21, h6.